Event description:
It was reported that there was a leak from the staple line on the duodenal stump in a gastrectomy. The patient was taken back to the or to perform a re-operation on because of the staple line oozing. They put a couple clips on the staple line when they did the revision surgery.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: what was the indication for surgery? Gastric cancer. How was the post-op bleeding identified? Bloody drain output, site identified on return to operating room. How many days postoperative was the bleeding identified? Bled continuously until return to operating room on pod4. What was the total estimated blood loss (ml)? 2303ml. Was a transfusion required? Yes. What was the pre and postoperative anti-coagulant and pain management protocol? 5000u subcutaneous heparin prior to incision (my routine), prophylactic heparin given pod0 pm and pod1 am then held. Was the bleeding intraluminal or extraluminal? Extraluminal. What was the color cartridge used throughout the procedure? Echelon blue. Could you clarify what echelon blue the surgeon used? (B)(4). He used (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.